Event description:
It was reported that the patient presented remotely via a merlin.net. Review of the transmission revealed atrial lead noise. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(6).